Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a l4-l5 fusion (laterally, by 1-2mm), it was noticed when using the tap and passive planar probe on both the right and left side. Navigation was aborted and they proceeded freehandedly. Surgery and imaging were also aborted. During troubleshooting in the second spin the issue resolved but they still aborted navigation. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the surgeon observed that the drill appeared to be a millimeter or two off when placed on the spinous process. The probe instrument was used to verify this finding. The drill and the probe instrument were re-registered via the frame and accuracy was checked again. The drill was still inaccurate to the findings above. The imaging system was used to re-spin the patient. Accuracy was checked post spin and accuracy was regained. The surgeon aborted the navigation system and discontinued using navigation. It was confirmed that the drill was used during this procedure. It was reported that the drill was used first, followed by the tap, and lastly the screw placement.

Manufacturer narrative:
H2) this event was determined to be a duplicate. H2-h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable. This analysis was previously reported under regulatory report # 1723170-2025-03274. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that after their first spin accuracy was checked and confirmed with the chicken foot with no issues, the surgeon used the drill for the pilot holes, and then the 5.5 tap. Once he placed the first screw he believed the screw was more lateral then what was shown on screen. The surgeon checked accuracy with the drill and ¿chicken foot¿ observed the navigation was off a millimeter or two. He used the spinous process when confirming accuracy. A second spin was completed, and accuracy was re-gained. He aborted the a fusion, and per the surgeon there was no injury or issue with the patient from the first screw placement. All instruments were registered by the scrub tech, prior to placement of the frame. No issues were found during the registration process. All instruments registered under the given parameters.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.